Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump was exposed to moisture due to customer being splashed with water. Customer reported that as a result, display screen immediately went blank. Customer's blood glucose was 200 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump was monitored and no blank display was noted. No moisture damage was found inside the pump. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.